Event description:
It was reported, the pt experienced a return of spasticity approximately one month ago, along with a brief episode of sweating and fever. The pt also had a uti at that time. The uti was treated with antibiotics, but the symptoms of spasticity were still present. He originally was well managed on 600 mcg/day. The hcp began to increase the dose up to 1100 mcg/day. A volume discrepancy was noted. The actual residual volume was greater than the expected residual volume. The 17-18 cc of drug were aspirated from pump at the time of refill and there should have only been about 2-3 cc left. Roller and dye studies had been done at the prior refill, at which time there was a 20% volume discrepancy and tests were negative. Roller and dye studies were not performed at this time. The pump was at end of life and was replaced. The residual of the explanted pump was 18 ml and the expected should have been 11 ml. The drug in the pump was lioresal. He was placed on the lowest dose possible of 96 mcg/day with a 2000 mcg/ml concentration.